Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure that when using ablation probe, the physician holding the probe felt there was an electric leak. After the operation the draining needle and the vaporization stick front were found burnt. They found on the patient's arm a dollar ((B)(6) dollar coin) size burn wound. The patient's post-operative condition is okay, "just has a small burn". There was no procedural delay.

Manufacturer narrative:
Evaluation narrative - an evaluation was performed by smith & nephew and could not confirm the customer complaint for an electrical leak and the probe was not burnt. A visual inspection has been performed and showed the probe has been used in the field. There is peel back in the insulation around the active electrode. This is normally caused by having the probe at a high setting for a long period of time or if the probe is buried in the tissue. In addition the probe¿s insulation shows to be scratched and have slices. This would be caused by contact with another source. The probe was connected to the rf generator and functioned but did display a little more heat than normal due to the peel back. All saphyre devices are subjected to the following process controls during manufacture: 100% inspection of the conformance of the inner and outer insulation to the shaft by manufacturing personnel. 100% electrical testing is conducted by quality personnel. This inspection includes hypot testing to identify breaches in the shaft insulation. No manufacturing related defects were observed. No further investigation is required. Device was returned for evaluation on 15 january, 2016. (B)(4).